Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report g2: (B)(6). E1: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery the handpiece is blocked. There was no reported patient harm, or delay as there was no patient involvement. Due diligence is complete, no further information is available at this time.

Event description:
There is no additional information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, g1, g2, g3, d2, d4, g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record identified no repairs related to the reported event. No problem identified. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined as the unit operated within specifications. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.